Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, a routine x ray showed a possible small lead perforation. Additionally, the lead displayed decreased sensing, decreased impedances, and loss of capture due to high pacing thresholds. The lead was repositioned successfully with adequate lead diagnostics. No adverse patient effects other than the additional procedure were reported.